Manufacturer narrative:
The event occurred in the us. It was provided that the rotaflow console with s/n 90431015 should be repaired. New information were received on (B)(6) 2021 that the error message ¿head error¿ occurred on the rotaflow console. The ¿head error¿ was caused most likely from the rotaflow drive with sn (B)(4). This drive has bent pins and had the f4 fuse blown on the power supply board. A getinge service technician repaired the affected rotaflow console with s/n (B)(4) in the repair center on (B)(6) 2021. The technician replaced the 70101.1675 rfc (rotaflow console) power supply board. The device passed all tests and is working as intended. The 70101.7188 battery pack with fuse has been replaced as part of the 2 year preventative maintenance therefore, the most probable root cause could be determined as the cause of the "head error" is the rotaflow drive with the serial number (B)(4). This rotaflow drive has bent pins which blew the fuse f4 on the power supply board of the rotaflow console. This rotaflow drive will be handled in complaint (B)(6). The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2013 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The product in question was produced in (B)(6) 2013. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was provided that the rotaflow console with s/n 90431015 should be repaired. New information were received on 2021-04-29 that the error message ¿head error¿ occurred on the rotaflow console. The ¿head error¿ was caused most likely from the rotaflow drive with sn (B)(4). This drive has bent pins and had the f4 fuse blown on the power supply board. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(6).